Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician could confirm the problem that the unit does not heat in time due to polluted valves. The technician cleaned the polluted valves and checked the device for: electrical safety according to iec 62353 : protective conductor resistance: 0.078 o; insulation resistance:> 310 milliohms; leakage current: 144 ua. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during setup of the device, the hcu30 unit did not heat the main circuit in time. The incident occured during setup so there were no patient involvement. (B)(4).